Event description:
The customer contact reported that during testing at the user facility, the device did not pass the proximal occlusion test. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.